Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿cap¿ of a one-link needle-free IV connector disconnected from one of the ports of an unknown triple lumen line. This occurred during patient infusion of 5% albumin and resulted in approximately 20 ml of blood leaking onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.